Manufacturer narrative:
On 22-jan-2017, a field service engineer (fse) visited the client site. While performing a preventive maintenance to the analyzer, he noticed that the waste line was pinched causing low total area issues. The fse un pinched the waste line. The instrument was working as intended and hence no further actions were required by field service. The most probable cause of the reported event was a pinched waste line caused by an operator error. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer called indicating that after installing a new column to their hlc-723g8 analyzer, the instrument did not repower and when it did, the chromatograms had missing peaks, and low total area errors during calibration. The customer was unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.